Manufacturer narrative:
This report is submitted on november 03, 2017.

Event description:
Per the clinic, the patient experienced no connection with the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device currently remains in-situ. Additional information has been requested; however, not made available as of the date of this report.